Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 7 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) identified the multiple issues, including a bad pyxibus cord, incorrect daisy chain setup, faulty door controller boards, bad latches in tower doors, a bad matrix drawer board, a bad srm board, and a bad junction box. The fse replaced all four latches on the right side. After rebooting, multiple drawers failed across all three auxiliary devices, and the srm was not working. The fse replaced the faulty components and then replaced the two pyxibus cables connected to the rpi and opened the column latch, noticing that the door board was not lighting up. The fse then turned everything off and replaced the door board. In the application, the fse was able to configure the secondary tower door (5, 6, 7, and 8). Despite initial failures, tsc dialed in and repaired the software, resolving the issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 7 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.